Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot manufacturing location: (B)(4). Manufacturing date: 02-may-2016. Expiration date: 30-apr-2026. Part #: 04.037.044s, 10mm/130 deg ti cann tfna 235mm / right ¿ sterile. Lot number: h093222 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event year reported as 2018, however exact date of postoperative nail breakage is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient presented an inability to walk due to broken trochanteric fixation nail-advanced (tfna) nail and non-union. Originally, the patient underwent implantation of tfna nail, tfna helical, and locking screw for right proximal femur fracture on (B)(6) 2018. The patient was presented to the theater on (B)(6) 2018, for revision surgery. Broken tfna nail was removed without issue and without surgical delay. Long proximal femoral nail antirotation (pfna) inserted once non-united fracture freshened up, reduced and bone grafted. Concomitant devices reported: tfna helical blade l110mm (part #: 04.038.410s, lot #: h102451, quantity: 1), 5.0mm titanium locking screw with t25 stardrive recess for im nail l36mm (part #: 04.005.526s, lot #: l741933, quantity: 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).